Event description:
It was reported that the left lead was revised and the left implantable neurostimulator was replaced due to high impedances. The patient did not require hospitalization. There was no patient injury

Event description:
It was reported that the patient's device system was replaced. The patient had a lack of stimulation on the left side, and impedances were out of range on the lead. The patient also experienced changes in stimulation with changes in posture, so the hcp decided to change the neurostimulator at the same time as the lead. The patient recovered without sequela.

Manufacturer narrative:
Product ID 377660 lot# v015021 serial# implanted: (B)(6) 2007 explanted; product ID 377660 lot# v015021 serial# implanted: (B)(6) 2007 explanted; product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted; product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted. (B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.